Event description:
The pt experienced intermittent shocking sensation for a week. Later in the week, the pt experienced stopped feeling stimulation and had a loss of therapeutic effect. There was no known incident or accident related to the complaint. Review of the device with the pt programmer showed that the neurostimulator was on. On program 1, three beeps were heard when the pt tried to adjust the stimulation upward, and one beep was heard when the pt adjusted the stimulation downward, indicating that the device was at the highest setting programmed by the doctor. On program 2, three beeps were heard when the pt tried to adjust the stimulation up or down, indicating that program did not allow stimulation adjustment. Additional info has been requested. A f/u report will be submitted if additional info becomes available.